Event description:
A charge nurse reported that a system message displayed when firing the laser during a vitreo-retinal procedure. The case was completed with an alternate system without delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was unable to replicate the reported event, even with the customer laser probes. No problems were found. The company representative replaced the laser core module and supervisor printed circuit board assembly (pcba) as a preventative measure. The system was then tested and met product specifications. The replaced laser core module and supervisor pcba were returned for evaluation. Visual assessment of the returned module and pcba did not reveal any visual nonconformities. The returned laser core module and supervisor pcba were installed into a calibrated system. The system booted up and successfully recognized the laser and the supervisor pcba. The system was set into ¿laser¿ mode, went from ¿standby¿ to ¿ready¿ mode, and the laser successfully fired multiple times without generating any nonconformities. The returned laser core module and supervisor pcba passed functional testing and met specifications. The reported nonconformity of system message (sm) [communications nonconformity with the laser submodule] was unable to be replicated. A review of the system¿s event log was able to confirm the reported sm occurring on (B)(6) 2012. From the event log, it was observed that the user selected ¿laser¿ mode and then the laser was set to ¿ready¿ mode. The user was adjusting the power output and potentially firing the laser when sm [communications nonconformity with the laser submodule] was generated. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause of the customer reported event was unable to be conclusively determined as the returned laser core module and supervisor pcba met specifications. (B)(4).